Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v235409, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that patient implantable neurostimulator was removed. It was reported about three weeks later that patient¿s implantable neurostimulator system was explanted because it was not working right therapeutically. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.